Manufacturer narrative:
The customer found the dual diluent filters were faulty. The customer replaced the filters, which repaired the leak. The repairs were verified by the customer. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff analyzer. The volume of the leak was about 0.25 oz and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.